Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, high out of range pacing impedance and a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging confirmed insulation damage of the rv lead. The rv lead was capped and replaced. The patient was stable.